Event description:
It was reported that a one-link connector was loosely connected to an unknown implanted vascular access device (ivad) extension set, leading to a leak of unknown chemotherapy onto the patient. This was noted during infusion. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and a lot number was not provided; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.